Event description:
This is filed to report clip movement and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During positioning of xtw (lot: 30330r1042), it became briefly stuck in the chordae but was able to be removed via troubleshooting. After deployment of the first clip, the clip was observed to be tilted in the posterior direction. It was thought that chordae may have been grasped causing it to tilt. An additional ntw clip (lot: 30406r1034) was implanted to stabilize as a precaution. The mr was reduced to grade 3. There were no patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration (partial clip movement) associated with the clip tilting appears to be due to implant circumstances (chordae in deployed clip). The cause of the reported difficult or delayed positioning (anatomy) associated the chordae entanglement could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.